Event description:
It was reported to philips that the device power will not turn on. There was no patient involvement. The field service engineer (fse) and confirmed power turn on issue. The device needs an ac power module. It was determined that this was a malfunction of the c power module. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.